Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the electronic assembly and on the motor. Unable to test for battery out limit alarm or perform the displacement test due to no button response. No unexpected number ramping or scroll bar moving with no input noted. No constant tone noted. No unexpected beeps or vibrate anomaly noted. The insulin pump had a scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer stated the insulin pump was exposed to fluid. The customer stated that the numbers were ramping on their own. The customer stated the scroll bar is moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.